Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled generator replacement surgery unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The device was reprogrammed. The patient will continue to be monitored with routine follow-ups.